Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead polarity switch, and that the lead experienced low impedance paces. In addition, after the lead polarity switch, the lead impedance decreased, and there were many atrial high rate/mode switch episodes recorded apparently due to noise. The lead polarity was reprogrammed back to bipolar. It was later reported that there was a lead warning with additional low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an atrial lead polarity switch, and that the lead experienced low impedance paces. In addition, after the lead polarity switch, the lead impedance decreased, and there were many atrial high rate/mode switch episodes recorded apparently due to noise. The lead polarity was reprogrammed back to bipolar, and the lead remains in use. No patient complications have been reported as a result of this event.